Manufacturer narrative:
H.10: livanova received the information that the reported issue was a cardioplegia display issue. Following to this information, the reported event has been reassessed as non reportable. The display and control module is part of the system panel which is the interface between the user and the perfusion system. The module is displaying sensor data, time measurements and status messages. It is partially used for the alarm management, configuring and assigning monitoring functions and providing information to the ups module. The module is not used for configuring and control of pumps. Consequently, there is no health consequences expected if a display and control module fails during the procedure. The malfunction of the display module does not affect the performance of the device to maintain the blood flow during the cardiac surgery procedure. Consequently we could not identify a hazardous situation leading to a serious injury for a defect display module.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation to determine if 1 single display failed or all available displays and the related root cause. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that data were not displayed on the system panel of an s5 system during priming. There was no patient involvement.